Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge 19 alarms while attempting to load multiple cartridges. The customer had been able to successfully load a cartridge each time. The customer's blood glucose level was not impacted.